Event description:
Patient underwent psf t3-t12 on (B)(6) 2023. A broken pedicle screw at t12 was discovered at post-op appointment on (B)(6) 2024. She was taken back to or on (B)(6) 2024 for removal/revision.